Event description:
The event is reported as: complaint alleges: "to fix a polypropylene mesh, the physician passed the wire in the tendinous arch ligament but the suture remained stuck. She pulled on the suture to release it, but the needle got stuck in the ligament and stayed in the pt." No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A device history record (DHR) review could not be conducted since the lot number was not provided. The complaint cannot be confirmed and no corrective action can be implemented due to the lack of lot number and defective sample.